Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Initial MDR specified no intervention was required. However, extended pta and stenting was used to treat dissection.

Event description:
This procedure was performed in (B)(6). The procedure was treating a left sfa lesion via puncture from the right with a short sheath and cross over with a .035 wire. The everflex entrust was introduced above the lesion. The red security tab was removed and 1cm of the stent deployed. After 1 cm deployed there was a click sound and a jerk/hitch at the handle. At this point the stent could not be deployed anymore. The catheter with partially deployed stent had to be removed above the aorta bifircation for removal out of the patient completely. Thereby part of the stent sheard off in the right iliac and remained in the vessel. Due to the removal of the catheter and the stent, which was partly deployed, a dissection in the vessel occurred. No intervention was required, but there was an extension of the procedure by more than 30 minutes. Evaluation of the returned device on july 28, 2015 found on the returned sds that one end of the pull cable was free and that a portion of the stent was protruding from the distal end of the outer sheath. The portion of the stent protruding from the distal end exhibited stent fracture.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).